Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: 2.2; lab: 4.3. Inratio: 3.5; lab: 4.3. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010; inr: 2.2, 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.2; reference: 4.3; mean: 3.25; confidence limits: 1.9-4.6. Inratio: 3.5; reference: 4.3; mean: 3.90; confidence limits: 2.3-5.7. Inratio precision data provided by end-user: 1st inr: 2.2; 2nd inr: 3.5; mean 2.85; sd: 0.92; %cv: 32.25. Data analysis revealed inratio and lab inr results reported by end user did not meet precision criteria but does meet accuracy criteria. Since no strip lot information is provided, unable to perform additional strip investigation. There is no sufficient information to determine the cause of customer's observation. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.